Event description:
The patient reported that the patient's heart rate was too fast after getting the device with factory settings. The rate was turned down to 60 bpm and sensitivity was decreased. The patient stated that now the heart rate would not increase with activity, but that after exercising the rate jumps to 160 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).